Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) no code available (secondary surgery, lens exchange). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.5/+2.0/083 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On the same date, in a separate surgery the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the lens surface. Visual inspection found the haptic torn. Claim# (B)(4).